Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified access tubing sets would not flow. Reportedly, secondary medications were observed ¿not dripping,¿ and in one situation oxytocin was ¿spiked to the primary line¿ and was not infusing. The event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.